Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead exhibited possible undersensing on current and stored electrograms. In addition, the lead had chronic low p waves. It was noted that some episodes were marked as terminated while possibly still in progress which was affecting mode switch. The lead was already programmed to the most sensitive setting and remains in use. No patient complications have been reported as a result of this event.